Manufacturer narrative:
The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it was unknown when the foreign material adhered to the distal end. It is unknown if there was a delay in the start of the pre-cleaning. The customer presoaked the endoscope in the detergent solution and the distal end was cleaned with lint-free cloths/brushes/sponges. There were no abnormalities in the accessories used for reprocessing. The device was returned and evaluated, and the customer's allegation was confirmed due to the wear of the angle wire; the bending angle in the up direction did not meet the standard value. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the wear of the angle and the play of the upward/downward knob are out of the normal range. The adhesive of the bending section cover or distal sheath has a scratch. Switch 1 has a cut. The distal end has a dent. The connecting tube has a dent and a scratch. The universal cord and the suction connector have a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the gastrointestinal videoscope, there is insufficient angle. The device was returned for evaluation. During the device evaluation, the following reportable malfunction found a foreign object inside the distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material was on the c-cover¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). The foreign material possibly remained in the device due to the physical damage on the device from the obtained information. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in gif-1200n operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.